Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation, however the strips were discarded by the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), compared to a dade innovin laboratory method. The result from the meter at 8:00 a.m. Was 5.5 inr. The result from the laboratory at 11:00 a.m. Was 3.8 inr. The laboratory result was believed to be correct. The patient's therapeutic range was 3.5 - 4.5 inr.